Manufacturer narrative:
Other text: h6 codes updated. One device was returned for investigation in good condition with no damage. Review of the event history log confirmed the customer complaint of power loss. The issue was not able to be duplicated during investigation. The root cause of the customer issue was traced to a defective microprocessor board which was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device lost power while the pump was on and didn't dispends all of meds. No adverse patient effects were reported by the customer.